Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the there was a leak at the connection site of cycler drainage set and the line on the cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.